Manufacturer narrative:
Age at time of event: 18 years and older. Device evaluated by MFR: the device was returned for analysis. The visual and tactile inspection of the returned device revealed the spring tip broken. All the outer diameter measurements are within the specifications. Mtac lab revealed that failure occurred due to bending fatigue followed by tension overload. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Reportable based on product analysis completed on (B)(4) 2014. It was reported that the "device was not biased as expected". The 90% stenosed target lesion was located in a moderately tortuous and severely calcified left anterior descending artery. A rotawire¿ and wireclip¿ torquer was selected to advance to the target lesion. During preparation, it was reported that the "device was not biased as expected". The physician could not obtain the expected performance of the device. The procedure was completed with a different device. No patient complications reported and the patient's status was good. However, returned device analysis revealed a broken spring tip.